Event description:
The patient was being treated operatively for a recurrent incisional umbilical hernia that measured 7 centimeters (cm) x 8 cm. The wound was classified as clean. The patient was under anesthesia for 69 minutes. The surgeon used an intraperitoneal onlay placement via a modified stoppa surgical technique. The mesh was fixated using slowly resorbable sutures and an intraperitoneal subcutaneous drain was placed at wound closure. Estimated blood loss for the procedure was 20 milliliters (ml). No surgical complications were experienced. After the development of the liver insufficiency and encephalopathy, the patient expired as a result.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected 510(k) from k992556 to k120605.

Event description:
Procedure: hernia. According to the reporter: on (B)(6) 2013, the permacol mesh was implanted in the pt. The pt was discharge from hospital on (B)(6) 2013. Then the pt returned to the hospital. On (B)(6) 2013, the localization showed complete healed abdomen with an intact permacol mesh. On (B)(6) 2013, the pt developed liver insufficiency with encephalopathy. According to the principal investigator, the device has definitively no relation to the outcome of the pt.

Manufacturer narrative:
(B)(4).